Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned to medtronic so no product analysis could be performed. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. An attempt to snare the valve failed and ultimately the valve was explanted and replaced with a surgical valve. One day post replacement, the patient died. The cause of death was procedure related. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device instructions for use (IFU). A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three static images and thirteen media files were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. The event refers to a transcatheter aortic valve replacement in a failed non-medtronic surgical valve. There is evidence of coronary protection of the left coronary artery identified by a possible percutaneous coronary intervention guidewire; however, it is not known if a protection stent was deployed or not. Just prior to the point of no recapture, the implant depth appeared to be very shallow which would warrant a recapture. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture (section 9.2.5). Caution: bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. Bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. Despite the shallow depth, the valve was released resulting in aortic dislodgement. An angiogram performed after valve dislodgement shows evidence of a possible dissection or detached/torn leaflet. It was reported that attempts to snare the dislodged valve failed and the patient was converted to surgery to explant the dislodged valve and implant a new transcatheter valve via aorta. A post implant dilatation was performed. Final angiogram shows ev idence of coronary perfusion but one of the paddles of the bioprosthesis was protruding outside of the aorta. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that one day following the valve implanted, the dislodged valve was explanted. The second transcatheter valve was implanted after the first valve was explanted. Per the physician, the cause of death was related to the surgical procedure and was not related to the transcatheter valves because the implantation of the second valve was successful.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information during the implant of this transcatheter bioprosthetic valve into a failed non-medtronic surgical valve (trifecta), the valve was implanted high and dislodged into the ascending aorta after the valve was fully released. An attempt was made to snare the dislodged transcatheter valve further, however this was not successful. The patient was transferred to surgery to remove the transcatheter valve and implant a new valve. The team was able to implant another valve into the surgically opened aorta, however the patient died the following day. The cause of death was not reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: l-evolutfx-2329 (lot: 0012174647); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Product ID: d-evolutfx-2329 (lot: 0012151666); product type: 0195-heart valves; implant date: n/a; explant date: n/a, image review: procedural images were submitted for review. The event refers to a transcatheter aortic valve replacement in a failed non-medtronic surgical valve. The media files provided have very poor image quality thus it was not possible to determine depth of implant prior to final release. The static images have better quality, but it was difficult to determine depth due to lack of contrast. There is evidence of coronary protection of the left coronary artery identified by a possible percutaneous coronary intervention guidewire; however, it is not known if a protection stent was deployed or not. The final angiogram confirms valve dislodgement to the level of the sinuses of valsalva, and coronary flow was not visible in the image. It was reported that the valve was implanted high, depth unknown, and subsequently dislodged aortic. Attempts to snare the dislodged valve failed and the patient was converted to surgery to explant the dislodged valve and implant a new valve. The patient¿s death was reported one day following surgery, cause undetermined. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Caution: bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. B ioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. Of note, potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: death; coronary occlusion, obstruction, or vessel spasm (including acute coronary closure); emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty); prosthetic valve migration/embolization. The patient¿s executive summary was not provided for anatomical review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information during the implant of this transcatheter bioprosthetic valve into a failed non-medtronic surgical valve (trifecta), the valve was implanted high and dislodged into the ascending aorta after the valve was fully released. An attempt was made to snare the dislodged transcatheter valve further, however this was not successful. The patient was transferred to surgery to remove the transcatheter valve and implant a new valve. The team was able to implant another valve into the surgically opened aorta, however the patient died the following day. The cause of death was not reported. Additional information was received no pre-implant balloon dilatation was performed. Per the physician, after implantation of the valve, the delivery catheter system (dcs) was successfully retracted, but when retracting the guidewire, it tipped at the outflow crown causing the valve to tilt and dislodge. The valve explant and replacement was reported to be successful. The physician did not attribute the death to the transcatheter valve.